Event description:
The customer reported that the 9800 system contrast level would default to zero settings at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was reset to standard settings during the service call. The system was tested and found to be working as intended and put back into service.